Event description:
It was reported that the metal clip inside the light handle that holds the sterilizable handle in place allegedly came loose and fell out and will not stay in place. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the metal clip inside the light handle that holds the sterilizable handle in place allegedly came loose and fell out and will not stay in place. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
The product has not yet been returned for evaluation and the investigation is ongoing.

Manufacturer narrative:
The complaint was submitted for a loose metal clip in the sterilizable handle that allegedly fell out. The handle was returned to stryker for review and investigation. The quality coordinator that reviewed the component found the metal clip to be present and intact within the sterilizable handle. The handle cover was attached to a light handle and the metal clip remained in place. The reported event could not be duplicated and the root cause could not be determined. No further information was provided by the customer or stryker canada as to what was seen or could have caused this issue. The cover at the account has since been replaced.